Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Citation: henry chow, chi ho ip, yiu chung lam. (2024). Transurethral water vapour therapy (rezum) for catheter-dependent men secondary to benign prostatic hyperplasia: a retrospective study in a hong kong population. John wiley & sons australia, ltd., 2024 (28), 87-92.

Event description:
It was reported in the john wiley & sons australia that a retrospective study was conducted to evaluate the success rate of trial without catheter (twoc) and compared pre- and post-operative (at 6 months) uroflowmetry results, international prostate symptoms score (ipss), ipss quality of life score (ipss qol), and prostate volume. A total of 63 patients who underwent rezum procedures performed were enrolled (44 and 19 patients had refractory urinary retention and obstructive uropathy, respectively) from (B)(6) 2022. The following boston scientific products were used during the procedures: rezum device. All surgical procedures were performed successfully without any intra-operative complications; however, pre-operative patient condition were acute retention of urine for 2 patients, obstructive uropathy on 19 patient and 44 patients with refractory urinary retention. Regarding postoperative complications, total of 11 patients had unplanned readmissions after the operation, patients had early unplanned readmissions (within 30 days of operation) and six patients had late unplanned readmissions (after 30 days of operation). In the early unplanned readmission group, 2 patients had hematuria and 3 had catheter-associated problems. All 5 were treated conservatively. In the late unplanned readmission group, 2 patients had hematuria, and 2 patients had urinary tract infections; 1 patient with gross hematuria required bladder irrigation. Another patient developed a urinary tract infection and acute urinary retention 13 days after his second procedure; he was treated with antibiotics. One patient died before his first attempt at twoc (trial without catheter) as a result of pneumonia and one patient refused further twoc after his second attempt and instead preferred long-term catheterization. In conclusion, the study showed that patient ipss, qol score, and maximum flow rate were improved by 40 to 50 percent with an overall surgical retreatment rate of 4.4 percent in 5 years. Further, male sexual function could be preserved. In conclusion, rezum was shown to be effective and safe in catheter-dependent chinese men with bph in making them catheter free, improving their voiding parameters, and symptoms score. This report is for the serious injury information provided at the literature article source.

Event description:
It was reported in the john wiley & sons australia that a retrospective study was conducted to evaluate the success rate of trial without catheter (twoc) and compared pre- and post-operative (at 6 months) uroflowmetry results, international prostate symptoms score (ipss), ipss quality of life score (ipss qol), and prostate volume. A total of 63 patients who underwent rezum procedures performed were enrolled (44 and 19 patients had refractory urinary retention and obstructive uropathy, respectively) from january 2022 to august 2022. The following boston scientific products were used during the procedures: rezum device. All surgical procedures were performed successfully without any intra-operative complications; however, pre-operative patient condition were acute retention of urine for 2 patients, obstructive uropathy on 19 patient and 44 patients with refractory urinary retention. Regarding postoperative complications, total of 11 patients had unplanned readmissions after the operation, patients had early unplanned readmissions (within 30 days of operation) and six patients had late unplanned readmissions (after 30 days of operation). In the early unplanned readmission group, 2 patients had hematuria and 3 had catheter-associated problems. All 5 were treated conservatively. In the late unplanned readmission group, 2 patients had hematuria, and 2 patients had urinary tract infections; 1 patient with gross hematuria required bladder irrigation. Another patient developed a urinary tract infection and acute urinary retention 13 days after his second procedure; he was treated with antibiotics. One patient died before his first attempt at twoc (trial without catheter) as a result of pneumonia and one patient refused further twoc after his second attempt and instead preferred long-term catheterization. In conclusion, the study showed that patient ipss, qol score, and maximum flow rate were improved by 40 to 50 percent with an overall surgical retreatment rate of 4.4 percent in 5 years. Further, male sexual function could be preserved. In conclusion, rezum was shown to be effective and safe in catheter-dependent chinese men with bph in making them catheter free, improving their voiding parameters, and symptoms score. This report is for the serious injury information provided at the literature article source.

Manufacturer narrative:
Detailed product information was not provided to bsc. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Citation: henry chow, chi ho ip, yiu chung lam. (2024). Transurethral water vapour therapy (rezum) for catheter-dependent men secondary to benign prostatic hyperplasia: a retrospective study in a hong kong population. John wiley & sons australia, ltd., 2024 (28), 87-92.